Event description:
Edwards received notification that this patient with a valve model 6900ptfx31 implanted in the mitral position underwent a valve in valve procedure after an implant duration of seven (7) years and two (2) months due to stenosis with max/mean gradient of 21/15mmhg. A 29mm transcatheter valve was successfully implanted within the pre-existing surgical edwards valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section d4 (device expiration date) and h4 (device manufacturer date). Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Added information to section b5 (describe event or problem) and e1 (contact). Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (health effect - clinical code) and h6 ( device code).

Event description:
Edwards received notification that this patient with a valve model 6900ptfx31 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of seven (7) years and two (2) months due to degeneration leading to severe stenosis with max 21mmhg and average gradient 15mmhg. As reported, patient presented with mild exertional dyspnea and nyha iii. A 29mm transcatheter valve was successfully implanted within the pre-existing surgical edwards valve using the transfemoral approach. As reported, patient was noted as to be discharged home on pod#2. Indication for surgical valve implantation was severe mitral insufficiency secondary to chordae rupture.